Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the stimulation just stopped working. Nothing has been done to resolve it yet but they have an appointment scheduled for (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that they received a new controller and the issue resolved. See related pe 704168779 for information related to replacement controller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt said his back ins has quit. Patient, clarified he does not feel stimulation and ins will not charge since friday night (pt mentioned his back ins has run out so he is not feeling too well). He said he has two implants, but only uses one rtm to charge both. Pt was able to charge neck ins thursday night no problem, but when he tried charging back ins on friday he gets no device found. Pt said he "forces" charging and gets passive recharge mode, and will have the middle number at 96, but goes through the 10 minute cycle and still gets no device found. Pt said he's tried passive recharge mode 50 times and still cannot charge ins. Pss had pt try to charge during the call and after pressing recharge on no device found, pt reported passive recharge mode with the middle number being 95 (pt said the numbers showed a range). Pss then had pt try to connect to neck ins with the same rtm and pt was able to connect and start charging right away. Pss asked, pt said he did not try connecting with only controller before charging back ins on friday. Pt said he was already trying to reach his rep, and would be fine following up with him, but wanted to call ps while waiting to hear back from rep. Pss reviewed as rtm works with one ins and he is stuck in passive recharge mode with the other ins to follow up with hcp/rep to check recharging/ins. Caller was redirected to the healthcare provider (hcp).